Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. The customer was admitted to the hospital. Customer cause of hospitalization was high blood glucose and cracked ribs. Customer was treated with manual injections. Customer was wearing the pump at time of hospitalization. Customer declined high blood glucose troubleshooting as he has no set in the pump. Customer declined air bubbles troubleshooting.